Event description:
The customer reported an over infusion of blood product. One unit (350-400mls) of blood was set to infuse as a secondary infusion at 400ml/hr; however the infusion completed in approximately 20 minutes. The blood infusion was connected to the dialysis circuit, not directly to the patient. The facility biomed tested the pump after the event and it tested within normal limits. There was no report of patient harm and no medical intervention was required. The customer states that no further patient/event information is available.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). Although the customer has indicated the devices will be returned, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.